Event description:
Pt presented to the doctor with left eye pain and was diagnosed with a corneal ulcer. The location of the ulcer was reported as partially within the central 4mm of the cornea. It was reported that the ulcer was infectious. However, no culture was performed. The pt was being treated with antibiotics and was referred to a hosp. The treating doctor stated the event was due to the pt's poor lens compliance. No further info is available at this time.

Manufacturer narrative:
The product was not returned for eval. The lot # info is unk. The treating doctor stated the event was due to the pt's poor lens compliance. Based on all info, no causal factors can be determined and no conclusion can be drawn.